Manufacturer narrative:
100-the plate has broken through the eighth hole. The hardness and affected dimensions meet specs. The device history and lab records on the raw material conform to requirements. 68-fracture surface exhibited fatigue striations indicating that this fracture occurred due to metal fatigue.